Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device gets stuck on the test screen. The fse visited the customer site and found that the device failed operational checks due to overdue calibration, affecting the non-invasive blood pressure (nibp) and co2 functions. Routine calibration was performed, along with replacement of the gas cal 1 cylinders, calibration regulator, and leakage test kit (used for testing). The customer was advised to use only philips-approved accessories and consumables. After the calibration and necessary checks, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to overdue calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse performed calibration of the device to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heart start mrx defibrillator became stuck on the test screen. There was no reported patient involvement.